Event description:
It was reported to boston scientific in 2006 an adverse event occurring during a senting procedure in the brain. It was reported that "the stent was deployed and when removing the wire (device in question), the wire (device in question) perforated an artery of the brain during the procedure." It was reported that the procedure was completed with this device and the patient is not going to survive, as the patient was brain dead.

Manufacturer narrative:
The device in question has not been returned to the manufacturer for evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.